Event description:
It was reported that the pca pump would not turn on. Pump not identified so unable to validate. Rn cannot remember any other details of the event. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pca would not turn on'. Based on the crb review and the limited information provided no further investigation actions will be performed. The reported issue that the pca pump would not turn on could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : product not returned.

Event description:
It was reported that the pca pump would not turn on. Pump not identified so unable to validate. Rn cannot remember any other details of the event. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pca pump would not turn on. Pump not identified so unable to validate. Rn cannot remember any other details of the event. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.